Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during aquablation therapy, the aquabeam robotic system generated an "e42 - motorpack error." Despite troubleshooting attempts, the issue could not be resolved as the aquabeam motorpack exhibited intermittent connection issues. As a result, the treating surgeon decided to convert and complete the procedure with transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.6 adverse event problem component code 4756: per the instructions for use, the aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
According to the tracking information, the aquabeam console was delivered to the procept headquarters location; however, it has not been able to be physically located. A review of the log files could confirm the reported event. The root cause is undeterminable as the issue cannot be investigated further due to the unavailability of the device. Shall the device be located in the future further investigation will be conducted. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam console / lot number (B)(6) was conducted, which confirmed which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, sj-um0101 rev. B states the following: 11.2.3 non-sterile: console, motorpack, and foot pedal connection connect the motorpack cable to the front of the console: connect the motorpack plug on the front right port. Ensure the connector locks in place and the red marks on the motorpack and the console align. E42 - motorpack error release foot pedal and click x. If error persists, reconnect motorpack to console and turn off and turn on console. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.